Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. This occurred during infusion set up in a home setting. There was no report of patient injury or medical intervention associated with this event. No additional information is available.